Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm rupture. It was reported that the patient presented emergently with a contained rupture due to a proximal type I endoleak which was actively leaking into the sack. The physician explanted the stent grafts. The physician does not know the cause of the event. No additional clinical sequelae were reported and the patient is fine.